Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for follow-up in clinic upon receiving a vibratory alert due to high high-voltage lead impedance noted on the right ventricular lead; potential lead conductor fracture was suspected. An unspecified issue was noted on the implantable cardioverter defibrillator. It was noted that x-ray imaging did not reveal anomalies at the time. On (B)(6) 2018 the lead was explanted and replaced; insulation abrasion was noted on the lead. The patient¿s condition before, during and post procedure was stable.

Manufacturer narrative:
Correction: manufacturer report should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).